Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to the accumulation of debris beneath the cubies and trays. A field service engineer cleared debris, cleaned all connectors associated with the row board cable, trays, and pockets, and replaced a tray to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had failed storage space and devices were not detected on the communication bus. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.